Event description:
The device was used on an outpatient with results of 86, 61 and 64 mg/dl. Corresponding lab results were 45, 29 and 100 mg/dl. The pt was asymptomatic and was given juice and crackers.